Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging suffocating, headache, bloating, blenching, struggling to breathe, worsening sleep apnea and colon cancer. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that missing modem flip lid door. Unknown white dust-like contamination at the air inlet. Unknown white and black dust-like contamination and unknown hair-like fibers in the iso (international organization for standardization) port, at the top enclosure near the modem accessory port and bottom enclosure. Potential mineral deposits inside of the blower box, outside and inside of the blower motor indicating potential water ingress. Unknown green foreign object in the blower box air pathway. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found two error codes. The manufacturer applied power to the device and verified airflow. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source.

Manufacturer narrative:
In the previous report, the manufacturer captured incorrect information in box e. The following correction has been corrected in this report. In box e: the reporter country has been corrected.